Event description:
It was reported that the atrial lead had high threshold and poor sensing. It was noted that the lead was "malpositioned". Attempts to manually extract the lead were unsuccessful. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.